Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified, but the alleged vibration issue could not be verified.

Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. Additionally, it was reported that the pump battery was depleting quickly. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.